Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. Mw5094008.

Event description:
Mw5094008 was received by the manufacturer. It was reported that during an esophageal stricture dilatation, the balloon ruptured at maximum inflation. Upon completion of the third dilatation, the physician felt rupture of the balloon. The deflated balloon was withdrawn intact with "bed" noted inside. The patient was asymptomatic in the post-anesthesia care unit (pacu) and the procedure was to be rescheduled. No additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented. No lot number was provided, therefore a device history record review cannot be completed. No device was not returned for evaluation. The instructions for use (IFU) for this device states "caution: it is strongly recommended that an inflation device with a pressure gauge designed to deliver/monitor pressures exceeding the rated burst pressure for the balloon is used, so that inflation pressure can be accurately monitored. Inadequate pressure monitoring may result in over-inflation of the balloon and an increase in the risk of patient injury." The inflation device used for this complaint was not noted. Also the IFU states "warning: when inflating, do not exceed maximum pressure identified on the balloon inflation guide (also on the package label and pouch label). Over-inflation of the balloon may cause a rupture and could result in patient injury. If the balloon loses pressure during inflation or bursts, carefully remove the balloon and endoscope together. Do not attempt to remove a burst or leaking balloon through the endoscope". Olympus will continue to monitor complaints for this device.